Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the logged event code, however was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.